Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. An attempt was made to deploy second triclip to stabilize but was unsuccessful due to grasping difficulty. The tr was reduced to grade 2+ post procedure. There was no clinically significant delay.